Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported during pre-use on startup, this ventilator device displayed a "circuit occlusion and extended high peak" alarm, which was unresolved. The customer reported that there was no patient involvement.